Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, baker grade 3. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implants 560cc experienced bilateral capsualar contracture, baker grade 4. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side implant.

Manufacturer narrative:
On 7/26/2019, mentor received information indicating the patient would reschedule their explantation procedure. It is unknown at this time if the device will be made available for return. Manufacturer¿s reference number: (B)(4).